Event description:
It was reported that a minicap was found with the sponge outside of its cap. This occurred before use. There was no patient involvement, no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted for potentially associated lot number gm1402011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received and evaluated. Visual inspection verified the minicap was found opened and the sponge was inside of foil pouch but out of the mini cap. The cause was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.